Event description:
According to the ICU clinicians, the c6 had problems with the calibration of the flow sensor on october 21. The ventilator is isolated (with a covid patient) but today I was able to export the event log for analysis. The ventilator appears to be working fine and may have been a failure due to active humidification or the patient's own breathing pattern.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a user error. There is no correction needed. There was no patient or user harm.